Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No intervention was performed. There were no patient consequences. Qtd MRI.

Event description:
New information received notes that programmer changes were made. No additional patient consequences were reported.